Event description:
It was reported that during a ptca/stent procedure stent separation from the delivery sys occurred. The stent separated from the stent delivery sys at the tip of the guiding catheter. The stent was retrieved. Reportedly no pt injury was associated with this event.